Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a: additional common name: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b: additional product code: gbo; lje e1 - customer (person): street: no. (B)(6). G4 - PMA/510(k) #: k173035 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop biliary drainage catheter was found to be occluded during a percutaneous biliary drainage (ptcd) procedure on a 68-year-old female patient. A percutaneous introducer was used to puncture the bile duct, and after confirmation of no error, the biliary drainage catheter was introduced along the wire guide. The catheter was advanced to the target position, and the stiffener was withdrawn. When preparing to confirm the position of the catheter with imaging, it was found that contrast was unable to be injected through the catheter. Several attempts to reposition and suction the catheter were made; however, the contrast agent was unable to be properly injected. The drainage catheter was then removed from the patient, and a new like-device was used to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that an ultrathane mac-loc locking loop biliary drainage catheter was found to be occluded during a percutaneous biliary drainage (ptcd) procedure on a 68-year-old female patient. A percutaneous introducer was used to puncture the bile duct, and after confirmation of no error, the biliary drainage catheter was introduced along the wire guide. The catheter was advanced to the target position, and the stiffener was withdrawn. When preparing to confirm the position of the catheter with imaging, it was found that contrast was unable to be injected through the catheter. Several attempts to reposition and suction the catheter were made; however, the contrast agent was unable to be properly injected. The drainage catheter was then removed from the patient, and a new like-device was used to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The ultrathane mac-loc locking loop biliary drainage catheter along with the metal and flexible stiffeners, were returned in an opened and used condition. Both the flexible stiffener and catheter were flushed with water, which exited at the distal end of each device. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device lot and related subassembly lots found no relevant nonconformance that could have contributed to the reported failure. It should be noted that there were no other complaints associated with the final product lot number. Product labeling review: the product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: "a tfe-coated wire guide must be used with ultrathane catheters" instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.